Event description:
Caller reported the button on the infusion device is non-functional. Caller stated buttons 'a' and 'v' do not work. No further information is available. No physiological effects were reported. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
The event occurred in (B)(6).